Manufacturer narrative:
Philips service advised the customer to rotate the detector, and the system became operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the shutters were not opening for the 19-inch format during treatment on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.